Event description:
It was reported that the patient's lead was replaced due to high impedance. The explanted device has not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
The lead has been received. Analysis is underway but has not been completed to date. No additional or relevant information has been received to date.

Event description:
A section of the lead assembly was returned for analysis in one piece with the lead connector portion still attached to the pulse generator header. The lead¿s electrodes were not returned for evaluation. A continuity check performed between the setscrew and the end of the lead portion attached to the pulse generator verified that proper contact between the setscrew and the lead pin was present. The lead was removed from the generator, and two sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. The positive coil has what appears to be pitting in an area prior to the coil cut end. No discontinuities were identified within the returned lead portion. Though difficult to state conclusively the most likely cause for the observed pitting condition is that the generator was not programmed off at the time of explant and was attempting to deliver therapy through an open electrical load (i.e. Cut leads). Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No additional or relevant information has been received to date.